Event description:
It was reported that (1) device was used during a hemorrhoidectomy. It was reported by the affiliate that the pph01 instrument fired and closed the wound, but the surgeon noticed that some staples had not fired correctly (open). There was no consequence to the pt.